Manufacturer narrative:
The manufacturing location for this product is htl. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D4. Medical device lot#: unknown d4. Medical device expiration date: unknown h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown

Event description:
It was reported that while using bd microtainer® contact-activated lancet, the cap was loose on one (1) device. No patient impact reported.

Event description:
It was reported that while using bd microtainer® contact-activated lancet, the cap was loose on one (1) device. No patient impact reported.

Manufacturer narrative:
H.6 investigation summary material #: 366594 lot/batch #: unknown. Bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for loose cap was not observed. In addition, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended.